Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was damage to an internal transistor, resulting in piezo failure. Functionally, after disassembly of the device, a non-critical electrical component was found to be damaged. It was reported that the device failed to make an expected sound. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues internal process improvements have been initiated to mitigate this issue. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was no sound when the handle started up. A new handle was used. There was no patient involvement.